Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v471354, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient said she needed to find a hcp (healthcare provider) who can check her device. The patient said she has lost a lot of weight. The patient said she lost 80-90 pounds in 6 months. The patient was diagnosed with cancer. The patient said she fell about a week and a half ago. The patient said she started "leaking" after the fall. The patient was instructed to place the antenna over her implant then press the sync button. The patient reported seeing the stimulation off icon. After turning stimulation on the patient reported being able to feel stimulation. The patient said today was the first time she had used the remote in over a year. The patient asked how she will know when the ins (stimulator) needs to be replaced. The patient was not seeing the ins low icon on the patient programmer.